Manufacturer narrative:
Date received by manufacturer: 05nov2019. Report date: 06nov2019. The field service engineer performed troubleshooting and confirmed the reported problem. The field service engineer performed repair of the touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21aug2019.

Event description:
The customer reported the touch screen was not working and can't be calibrated. There was no patient involvement.